Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the post-operative follow-up visit and it was found that the patient developed a small hematoma associated with pain. The physician indicated that the hematoma was related to the procedure and device. The device remains in use. The patient is part of the adapt response study. No further patient complications have been reported as a result of this event.